Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated the handset connected to the communicator, but couldn't find the ins. The caller inquired if this was because they put tissue paper over the incision prior to placing the communicator over it. Caller stated they were concerned about causing infection. It was reviewed that the tissue paper was unlikely to have an effect on communicating with the ins, but swelling could contribute to this. Troubleshooting was done on the call. Caller confirmed the communication between the handset and communicator was fine. However, when they tried to find the device, they were seeing internal device has lost all data. Contact your clinician. Tech services was consulted and it was confirmed it was like a por that occurred. The caller stated they were not aware of any strong emi that the patient was exposed to,other than being in the hospital after the initial implant surgery. The patient and caller were redirected to follow-up with their healthcare provider. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the communication issue and data lost error message was patient error and the patient not understanding how to properly use the device. The actions taken to resolve the reported issue was patient education.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.